Manufacturer narrative:
Stryker evaluated the customer's device and observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The event code was able to be verified but not duplicated. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.